Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 16 mmol/l with a strong fruity smelling breath related to a power issue on the pump. The event was reviewed and found that the battery cap had become stripped; further review found that the battery cap had not been replaced in over 6 months per the user guide instructions. This event is reported with the conclusion that the patient experienced hyperglycemia related to use of the battery cap beyond instructed use.